Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6 type of investigation, investigation findings, investigation conclusions, and updated information in g1 and g3. The complaint is confirmed based on the customer provided photo, which displays that the tip of the shaft had broken inside the patient's bone. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3638 knotless fibertak inserter tip broke off inside the patient's shoulder about a year ago. The broken fibertak was not removed from inside the patient. On (B)(6) 2023, the patient underwent shoulder arthroscopy revision surgery to have the broken fragments retrieved; the case was completed successfully. A different surgeon at a different facility performed the original procedure. No further information has been reported. Additional information requested.